Manufacturer narrative:
The remote service engineer (rse) informed the customer that the v60 ventilator is designed so that the patient inhales and exhales through a single tube. The continuous flow is meant to act as a blocking mechanism, minimizing the possibility of backflow and possible contamination into the ventilator. However, it was stated that such contamination is still possible which is why philips recommended the use of antibacterial filters. The customer was again informed that philips does not have a disinfection procedure to recommend and does not perform internal disinfection. Good faith efforts (gfes) are being completed to obtain if the customer has scheduled or completed the advised third party disinfection, or if the device will be returned to service. The investigation is ongoing.

Manufacturer narrative:
3rd party disinfection of the device has been completed. As it was previously determined that the device was functioning as intended and did not experience any failure, no further work is required by philips to resolve the customer's request for internal disinfection. The customer was advised to use antimicrobial filters in the device when in use on a patient.

Event description:
Philips received a complaint about the v60 ventilator indicating that the device had been used on an infected patient without the antimicrobial filters and the customer wanted to disinfect the device internally. There was no patient or user harm reported. The customer provided that they had disinfected the device externally but wanted to have the device serviced so that the device could also be disinfected internally. This investigation is ongoing.

Manufacturer narrative:
The customer staff informed the remote service engineer (rse) that the patient the device was used on without filters had covid. They again requested that the system be disinfected. The rse informed the customer that this service cannot be managed through philips directly. The rse provided the customer with information for the approved philips dealer which can be used to disinfect the device. The device was reported to be in use at the time of the reported problem. The investigation is ongoing.